Manufacturer narrative:
E1 initial reporter establishment name: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a therapeutic laparoscopic inguinal hernia surgery, the tissue pad peeled from the surgical instrument while the patient was sedated and device was inside patient. There was no report of the pad falling off. The procedure was completed after replacing it with another one. No patient harm was reported.